Manufacturer narrative:
(B)(4). Date of initial report : 12/10/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during an open gynecological case, the tissue being sealed was incomplete and oozing of less than 200 cc was noted. The tissue was sealed manually using sutures. There was no patient injury.

Manufacturer narrative:
(B)(4).the incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.